Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a step during testing. The device's oxygen blending module board needs replaced to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a step during testing. The device's oxygen blending module board needs replaced to address the issues. The oxygen blending module board was returned to the manufacturer's product investigation laboratory and the root cause of the failure was due to contamination.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.